Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and thrombus/char was found on the groove adjacent to each of the 10 electrodes. At the end of the case, it was reported that char was present on the varipulse catheter at the groove adjacent to each of the 10 electrodes. The physician had already wiped the char off of the catheter but showed what was on the cloth. The case was a 4th time atrial fibrillation (afib) redo. The physician mapped mitral dependent atypical flutter with an octaray and ablated a posterior mitral line with thermocool® smart touch® sf bi-directional navigation catheter (stsf) and ngen. Then, he prepared and inserted the varipulse catheter into a large curl agilis 8.5f sheath as per the cathteter¿s instructions for use (IFU). He performed 23 complete and 1 incomplete pulsed field ablation (pfa) on the posterior wall and septum to homogenise scar. 71 applications of pfa total. Physician was informed prior to the case that this would be off-label use of varipulse and he understood and wanted to proceed. After ablation he removed the varipulse catheter from the body and at this point wiped off the char. Then he reinserted the octaray, mapped the left atrium (la), then re-ablated the mitral isthmus line with the stsf catheter and ngen. There was no patient consequence. The case ended successfully with no acute complications. Additional information was received indicating there were no error messages from the systems nor any product problems. There were no temperatures related to temperature or flow. The generator was set to standard trupulse automatic settings. Activated clotting time (act) >400 for entire time device was in the body.

Manufacturer narrative:
At the end of the case, it was reported that char was present on the varipulse catheter at the groove adjacent to each of the 10 electrodes. The physician had already wiped the char off of the catheter but showed what was on the cloth. The case was a 4th time atrial fibrillation (afib) redo. The physician mapped mitral dependent atypical flutter with an octaray and ablated a posterior mitral line with thermocool® smart touch® sf bi-directional navigation catheter (stsf) and ngen. Then, he prepared and inserted the varipulse catheter into a large curl agilis 8.5f sheath as per the cathteter¿s instructions for use (IFU). He performed 23 complete and 1 incomplete pulsed field ablation (pfa) on the posterior wall and septum to homogenise scar. 71 applications of pfa total. Physician was informed prior to the case that this would be off-label use of varipulse and he understood and wanted to proceed. After ablation he removed the varipulse catheter from the body and at this point wiped off the char. Then he reinserted the octaray, mapped the left atrium (la), then re-ablated the mitral isthmus line with the stsf catheter and ngen. There was no patient consequence. The case ended successfully with no acute complications. Device investigation details: according to the pictures provided by the customer, what appears to be char was present on a gauze. In another image, there seems to be a reddish material. In the final image, waste of char was visible attached to an electrode at the tip of the varipulse device. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the pictures received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).